Event description:
Patient experienced grand tonic cluster (gtc) seizures which were not present prior to device implant. In (B)(6) 2018, the physician assessed the gtc seizures to be not related to the device. Further information was received in (B)(6) 2019 that the patient experienced 2 gtc seizures in 2017, 3 in 2018, and 2 in 2019. It was noted that a few of the seizures were stress related. It was also noted that the last time the patient had gtcs was when she was 6 years old and that the events were triggered by medication that was discontinued. Further information was received that the physician's assessment of the worsening gtcs was now possibly vns stimulation or an external factor of some drug non-compliance issues (noted that this had been present in the past without re-emergence of gtc). The noted intervention for the event was medication changes, which were noted to be unclear if effective. No other relevant information has been received to date.